Event description:
It was reported that the catheter was being placed for a (B)(6) female pt. The catheter was being placed into the pt's left ij. When removing the swg resistance was felt and the wire had an elastic feel so they immediately stopped. The clinician attempted to examine the wire through the catheter with great difficulty and observed the thin outer wire was uncoiled. At which time, they removed both the catheter and wire as one. A portable chest x-ray was immediately performed and there was nothing retained in the pt. The wire was removed intact. After the wire was removed they saw that the inner core wire was broken and the outer coils were unraveled. Follow up info received on (B)(6) 2011 states that multiple attempts were made to place the catheter with no success. A PICC line was placed instead. There was a delay in starting the IV of heparin that was needed. The pt was morbidly obese so the pt was a difficult IV start to begin with. The pt is going to be transferred to (B)(6) because of progression of her disease.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.